Event description:
There was no patient involved in this event. The device was observed switching itself on automatically.

Manufacturer narrative:
The device history shows the pad-pak was first installed successfully in december 2009 and performed to specification, alongside random manual power ons, up to the 21st september 2014. The technical log shows during this time the device may have been attached to a patient due to an in range patient impedance being measured, no shock was advised. An increase in voltage would suggest a further pad-pak had been installed. The device records manual power ups of mainly ten minutes duration between (B)(6) 2014 and (B)(6)2015. An increase in voltage suggests a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.